Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 1.0 mm and appeared used. The customer reported that the tip broke off and they finished the procedure using this fiber. As such, the customer may have continued to use the fiber after a portion of the tip broke off. As a result, the pattern on the tip face was consistent with degradation. There was no damage noted along the body of the fiber and the fiber face within sub miniature-a (sma) connector. Functional analysis revealed that the "attach laser fiber" message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam exiting the break was bright, clear and round with effective transmission of 95.7%. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on december 02, 2016 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis versa pulse 100w with settings of 1.0 joules & 5 hertz. According to the complainant, during procedure and inside the patient, after breaking up multiple kidney stones, the physician discovered that the tip of the fiber had broken off. The physician tried to capture the tip of the laser fiber with a 1.9 zerotip basket but was not certain if the fiber tip remained in the kidney or flushed out of the patient. The physician thinks that the fiber tip would naturally pass out since it was only a size of the tip of a pencil head. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no patient injury."

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis versa pulse 100w with settings of 1.0 joules & 5 hertz. According to the complainant, during procedure and inside the patient, after breaking up multiple kidney stones, the physician discovered that the tip of the fiber had broken off. The physician tried to capture the tip of the laser fiber with a 1.9 zerotip basket but was not certain if the fiber tip remained in the kidney or flushed out of the patient. The physician thinks that the fiber tip would naturally pass out since it was only a size of the tip of a pencil head. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no patient injury".